Event description:
On 1st february 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states that four years post-operatively the patient has presented with suspected iol opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient has developed bilateral granular opacification recently reducing the clarity of vision (see also MDR 3012304651-2022-00007). The optometrists observations are reported as "unaided vision has dropped from r 6/7.6- to 6/12+, l stable at 6/38. Rx r -0.50 / -0.75 x 95 6/9 niph (previously 6/5-). L -1.00 / -0.50 x 75 6/7.6- niph (previously 6/6). Right posterior capsule appears clear, mild posterior haze left eye. Granular opacities noted throughout the right posterior portion of the iol re, very mild granular changes noted nasally left. Fundus viewing with volk was notably misty right eye". The rayner hydrophilic acrylic intraocular lens use fmea issue 7 - 23-march-2020 identifies the following as possible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery) and idiopathic. The root cause of the onset of opacification cannot be established at this time. Rayner is continuing to liaise with the healthcare professional to obtain additional information to facilitate further investigation of the reported onset of opacification.

Event description:
On 1st february 2022, rayner intraocular lenses limited received notification from a UK healthcare facility of an event that occurred following implantation of a t-flex aspheric 623t iol. The event description provided states that four years post-operatively the patient has presented with suspected iol opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient has developed bilateral granular opacification recently reducing the clarity of vision (see also MDR 3012304651-2022-00007). The optometrists observations are reported as "unaided vision has dropped from r 6/7.6- to 6/12+, l stable at 6/38. Rx r -0.50 / -0.75 x 95 6/9 niph (previously 6/5-). L -1.00 / -0.50 x 75 6/7.6- niph (previously 6/6). Right posterior capsule appears clear, mild posterior haze left eye. Granular opacities noted throughout the right posterior portion of the iol re, very mild granular changes noted nasally left. Fundus viewing with volk was notably misty right eye". The rayner hydrophilic acrylic intraocular lens use risk analysis identifies the following as possible causes of "opacification of iol" and/or "material opacification"; perceived translucent sheen on optical surface of lens, use of alteplase (r-tpa), use of intraocular gases during vr surgery, combined cataract + vitrectomy - currently idiopathic opacification, exposure to silicone oil, incompatibility with other medical technologies (e.g. Ovd, vr surgery materials, MRI, x-ray, corneal surgery) and idiopathic. The patient underwent lens explantation on an unknown date post-operatively. The lens was discarded by the healthcare facility preventing any analysis by rayner. Without clear event details and without the ability to examine the device it is not possible to determine the cause of the post-operative opacification.